Event description:
The customer reported that the device was failing the operational check due to a charge button failure.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.